Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that after taking a bath, the patient was unable to separate the tracheostomy tube from "another manufacturer's product" with which it was being used in conjunction. No injury was reported.

Manufacturer narrative:
One smiths medical portex® blue line classic® tracheostomy tube was returned for analysis in used condition. It was observed that the 15 mm connector has no other product attached on it under visual exam. Relevant documents were reviewed and deemed adequate: mp trachy (B)(4) adjustable tracheostomy tube - bond connector to tube and qp trachy (B)(4) quality procedure to trachy adjustable assembly and packaging. A review of the manufacturing process was conducted. Operation were also reviewed finding no discrepancies: line clearance record of trachy adj line, training records of the operators that performs the bond connector to tube operation, and bond connector to tube operation. A sample (32) units was taken from production floor, in order perform a visual inspection to verify that the correct size connector has been fitted finding no discrepancies. Based on the evidence, the root cause has not been determined as the complaint was not confirmed.